Event description:
A malfunction alarm identified as "malf 12" was reported. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, and upon successful reset, the malfunction did not recur. Customer was able to continue using the pump and was advised to call back if the issue reappeared.